Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that when the patient lies down, the device "sticks up like an appendage" and that the device had moved behind the leads. The device remains in use and no patient complications have been reported as a result of this event.